Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not produced when the subject device was used with olympus series 180 scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Upon discussion and troubleshooting between olympus technical assistance center (tac) and the customer, no resolution could be found. Tac recommended sending the device in for repair. After three attempts to contact the customer, no response has been received and the device has not been returned. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of no image is likely the amount of use and age of the device (over 7 years).